Event description:
A healthcare professional reported that the adc blood glucose meter did not give any results after the blood sample was applied and the meter turns on and off. As a result, they were unable to obtain meter scans and the customer had received third-party medical treatment due to the reported issue however, no further information was reported. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) was returned and visual inspection was performed and no issues were observed. Installed good known batteries. Meter powered on with button depression. Lcd (liquid crystal display) was observed during power up and self-test sequence for any issues, along with checked for any sticky keypad buttons and no issues were observed. Control solution testing has been performed with the retain strips and all results were not satisfactory. Observed test did not fire. Meter has been de-cased and performed visual inspection observed liquid contamination in the strip port module. Issue not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that the adc blood glucose meter did not give any results after the blood sample was applied and the meter turns on and off. As a result, they were unable to obtain meter scans and the customer had received third-party medical treatment due to the reported issue however, no further information was reported. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A healthcare professional reported that the adc blood glucose meter did not give any results after the blood sample was applied and the meter turns on and off. As a result, they were unable to obtain meter scans and the customer had received third-party medical treatment due to the reported issue however, no further information was reported. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the strips. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs precision pro meter was reviewed and the dhrs showed the precision strips passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips and there were no adverse trends that indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.